Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bladder of a small volume infusor ruptured. This event occurred during filling. The reporter stated that 90ml of sodium chloride was added to the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured january 15, 2016 ¿ january 19, 2016. The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, and stress-member revealed no abnormalities. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.